Manufacturer narrative:
Other, other text: device evaluation: one pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing involved three separate delivery accuracy tests and showed the device to be within manufacturing specifications. However, fluid ingression was found on the pump by the chassis base of the expulsor which may have caused damage to the gasket causing the reported issue. The possible cause was determined to be user induced. The expulsor assembly was replaced.

Event description:
Information was received indicating that during bench testing of a smiths medical cadd legacy pump, it was noted that the pump failed accuracy (+10.5%). No patient was involved in this event. No adverse effects were reported.